Event description:
It was reported that the indeflator was not inflating the unspecified device during the first inflation [leak]. Another unknown device was used to successfully complete the procedure. There was no adverse patient effects and clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis which identified a luer lock deformity. The reported leak was unable to be confirmed however the noted luer lock deformity appears to be related to a manufacturing issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. One nonconforming material record/exception was generated for the finished good lot to investigate the reported issue in accordance with internal operating procedures. Additionally, a review of the complaint history identified two other incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. On feb 25th, 2022 abbott vascular decided to initiate a voluntary field action for this product. Abbott vascular submitted medwatch # 2024168-2022-01831 on march 4, 2022 with notification of the voluntary recall in h7, (remedial action initiated). Corrective action has been initiated per site operating procedures. The product will continue to be trended. On march 4th, 2022, abbott vascular notified a foreign competent authority of a field safety corrective action for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copliot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. This action is being taken due to an increase in the complaint trend for reported device code 1354, leak/splash and (rdc) 1371 loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly.